Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous transluminal biliary stricture dilatation treatment procedure, the guide wire coating detached. The stricture being treated was located in the mid to distal biliary duct. When the procedure ended, the nurse withdrew the amplatz super stiff guide wire from the pt's body and wiped it with gauze. At this time she found that the guide wire tip was elongated and deformed. She also noticed that some of the coating on the guide wire was detached. The coating had flaked in the first 10 cm segment of the distal tip of the guide wire, but the wire had not fractured. The guide wire was removed as a unit in its entirety. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as "stable and uneventful."